Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, something was wrong with the rv port. When trying to screw in the lead numerous times, it felt loose and the screw tool was not transmitting torque. Never heard the "click" sound. The device was not used. There were no patient complications reported as a result of this event.